Event description:
It was reported that iab fos (fiber optic sensor) was connected to pump. Sheath was placed easily via right arterial femoral. Vacuum was pulled, and iab was removed from box. Guidewire was inserted rather easily until aorta "ascendens," with slight problems around aorta bifurcation. Wrapping on balloon did not look perfect, but insertion was with ease. "At the height of the diaphragm, the iab got stuck on the guide wire and all had to be removed. The guidewire was then cut to keep access. Another iab was inserted without difficulty." There were no reported patient complications.